Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the implantable cardiac monitor (icm) exhibited undersensing and oversensing. No intervention has been performed. The patient was stable in condition.

Manufacturer narrative:
Correction- b5 and h6.

Event description:
It was reported that the patient presented in the clinic for follow-up. Device interrogation revealed the implantable cardiac monitor (icm) exhibited under-sensing of r-waves and oversensing of p and t waves. No intervention has been performed. The patient was stable in condition.